Event description:
During an unspecified procedure, the suture broke five hours post-operatively. The surgeon re-applied suture. The pt's status is satisfactory. No additional information is available.

Manufacturer narrative:
Upon evaluation it was determined that the suture was separated however, the exact cause for this condition could not be determined.